Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 20.5 cm was returned. External insulation abrasions were noted at 11.5-11.8 cm and 12.4-12.8 cm from the connector pin consistent with lead friction to the ICD can. The silicone insulation was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.